Manufacturer narrative:
The insulin pump was received with intermitten button response due to corroded keypad traces. No button error alarm was noted during testing. The following cosmetic damage was found on the device: cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and a cracked belt clip slot.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the buttons on his insulin pump were unresponsive. The customer's blood glucose value at the time of incident was 197 mg/dl. The customer received the button error alarm when he was attempting to administer a bolus and the alarm cannot be cleared. The insulin pump was returned for analysis and a replacement device was shipped to the customer.